Event description:
It was reported that the lead exhibited an insulation anomaly and noise. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was damaged at 28 cm to 28.7 cm from the connector pin. The distal insulation was damaged at 28.5 cm from the connector pin, due to clavicular crush. Analysis revealed a short circuit in the lead caused by the damaged distal insulation.